Manufacturer narrative:
Vyaire complaint #: (B)(4). It is visible in the logs that the following alarm sequence is generated with each start-up: 401, 316, 394, 344, 345,344 reset, 300, 347. The root cause was an electronic defect on the life board of the life block. Issue was resolved by replacing the life block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced alarm 316 (blower failure) and alarm 401 (inspiration valve or device leaky). The customer confirmed that there was no patient involvement associated with the reported event.